Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose levels. The customer treated with syringe and insulin. Customer stated that all day, they have been doing small units of insulin. Customer's blood glucose has been 300mg/dl. The customer's blood glucose at the time of incident was 412mg/dl. Customer current blood glucose was 321mg/dl. Customer stated the tubing has air bubbles. Customer stated 102units left in reservoir, she will call back once ready to troubleshoot.